Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on loading the clip and passing it over the cystic artery the clip partially dislodged in the jaws. The clip was retrieved and a second clip was attempted and the same thing happened. The third clip was successfully applied. No unusual noises were heard and no undue pressure was applied to fire the device. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the clip drop from the jaws while passing over the cystic artery? The clip did not drop from the jaws it just wouldn't close properly.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 11 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.